Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50 serial/lot #: (B)(4) description: linear lead with enhanced stylet, 50cm. Model #: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection. The incision site never healed since the implant procedure. Other symptoms of infection were fatigue, headache, and ipg site was warm and inflamed. It was believed that the infection was procedure related. The patient was prescribed intravenous as well as oral antibiotics and underwent an explant procedure. No device malfunction suspected.